Event description:
It is reported that the patient experienced pain approximately 2-3 years post-op. The surgeon noticed that the tibia looked slightly oversized (approximately 1 size too large), and was "hanging" to the medial side about 1-2mm. The surgeon noticed that there was no bony in-growth. In the revision surgery, he exchanged the tibia and femoral components. Implant and explant dates are unknown.

Manufacturer narrative:
Evaluation summary: cause of loosening could not be determined due to insufficient information. Evaluation: no product or x-rays were returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.